Event description:
It was reported that during an open total gastrectomy, a teardrop-shaped clip was formed after several firings when the device was fired on the blood vessel. The device clamped fat tissue at that time. Then, another teardrop-shaped clip was formed again at the next firing. The teardrop-shaped clips were removed with a forceps via a trocar. There was no damage on the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed ten clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.